Event description:
It is reported that 2-3 days after chemotherapy, on (B)(6) 2013, the end-user experienced bleeding located at the proximal and distal end of the mucocutaneous juncture.

Manufacturer narrative:
Based on the available info, this event is deemed serious injury. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 4" (may result in serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure.) It is reported that end-user's hemoglobin dropped to 9 on (B)(6) 2013 at which time medication, aspirin, was discontinued. End-user's hemoglobin is currently back to 10.1, and the bleed has been resolved. The size of the stoma measures '48mm', and a precut pouch '64mm' is being used so the mass does not come in contact with stoma. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. (B)(4).